Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 900mg/dl. It was reported that the customer was found semi conscious at her home, and the insulin pump was detached from her body. It was stated that the customer removed the device after she felt the insulin pump was not delivering properly. The customer tried to treat her glucose level with manual injections, but even the injections did not lower her blood glucose. It was stated that the customer changes her infusion sets every three days. Troubleshooting was performed. The programming , time, date, daily totals, and bolus history were accurate. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.